Event description:
During final tightening of the screw, the driver and the screw slipped. The surgery was finished without breaking off the cranial and caudal screws. There was no patient complications reported.